Manufacturer narrative:
Information has been corrected which was not correct in the initial report. Corrected device problem code in section h6 to 1069. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked battery tube threads. Insulin pump p cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
(B)(4). Customer stated that her belt clip and her pump both broke. Dop114-980doc: bumped/dropped/cosmetic damage advise customer to disconnect from the pump: yes. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp? No. Does customer report pump has been bumped/dropped? Dropped document additional details (height of drop, surface pump was dropped on): 3 ft, carpet and sometimes tile does the infusion set show signs of damage? No does the reservoir show signs of damage? No. Does pump show any signs of physical damage? Pump shows physical damage document the type of damage, crack document. How the damage occurred, customer is not sure but pump has been dropping a lot due to broken belt clip describe the location of the damage: back of the pump from the right to the left side. Did customer report out of box damage? No. What is the type of damage(scratch or crack)? Crack is there any physical damage to pump's retainer ring? No did damage occur while using a silicone case? No. Explain it is recommended to use a silicone case as it cushions against bumps, scratches and provides a protective barrier to the casing against lotions, oils and sunscreen. Advise a free silicone pump case will be provided with pump replacement. Review the pump care best practices. Advise customer the serialized device will need to be replaced. Yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions. Yes advise customer on how to put pump in storage mode after discontinuation, yes. Will the serialized device be replaced? Yes. Inform customer about product replacement policy.